Event description:
A mynx device failed to seal the incision into the femoral artery causing the artery to rupture on three occasions any one of which could have caused death had there not been someone with medical knowledge been present. Home care every two days for 6 weeks. Starting 2008. Dates of use: 2008. Diagnosis or reason for use: seal a femoral artery.